Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the tip of the customer's vapr premiere 90 electrode fell off into the patient during a shoulder scope. The joint was flushed out with a shaver and an x-ray was done to make sure nothing was left inside the patient. The case was completed without the electrode. There were no patient consequences but a 5 minute delay was reported. The sales rep was not present during the case and could not provide any more details. The device is being returned.

Manufacturer narrative:
This follow up report is being filed to record the receipt of the complaint device. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection of the device revealed the ceramic tip of the device has broken off. The device was not tested to avoid further damage to the device. Due to the nature of this failure the device was forwarded to the supplier for additional investigation. Further visual inspection showed signs of light activation at the active tip as well as some procedural debris within the suction port on the active tip. There were some small scratches on the return shaft indicating use. The device was plugged into a test generator and all defaults displayed correctly. The device passed all continuity and capacitance testing, however the device was not functionally tested due to the extent of the damage. The root cause of the damage to the distal end of the device ceramic could not be determined. One possible cause however is device misuse through excessive force on the tip. Excessive force applied to the tip can damage the electrode tip assembly, as stated in the device instructions for use (IFU). Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The supplier found that the frequency of this defect is within expected limits. Therefore no corrective action is required and no further action is warranted at this time . However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.